Event description:
The patient reported the symptoms of difficulty breathing, dry and busted lips, rash on mucous membrane, itchy and irritated throat, sensation of throat closing and sore lips, gums and tongue. The patient reported visiting a dermatologist due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is currently fine. The treating doctor considered the event was serious and life threatening to the patient.

Manufacturer narrative:
(B)(4). The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patient symptoms. This event is being filed as an MDR since the treating doctor considered the event was serious and life threatening to the patient.